Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a patient in the emergency room pressed the call light and upon arrival the nurse was informed by the patient that the tubing had broken and was leaking. The patient was holding the broken end that was still attached to his IV so it would not drip onto the floor. The nurse immediately clamped the line and removed it from the patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of ¿tubing broke and leaked¿ was confirmed. Visual inspection found the tubing separated due to a cut located approximately 1 inch above the distal smartsite. Functional testing could not be performed due to the separation. The root cause of the cut could not be determined.